Event description:
The customer observed positively biased quality control results processed using vitros phbr and phyt slides on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient results were not reported while quality control was unacceptable. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that positively biased phbr and phyt quality control results were obtained following a daily maintenance procedure. The definitive root cause could not be determined. Prior to performing the daily maintenance procedure, all levels of quality control results for both assays were within the customer's established control ranges. The issue was resolved by replacing the iwf tubing and recalibrated the phbr and phyt assays, which would indicate an analyzer related issue. However, prior to replacing the iwf tubing, the customer had processed a crbm marker precision test. The crbm precision results were within ocd guidelines, indicating the vitros 5600 system was performing as expected. Patient results were not processed while the quality control results were out of range, and there was no allegation of patient harm.